Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported calibration issue; the technician was able to calibrate the stylus wit hout deviation. Analysis also noted error messages were present in update history and the handles were broken. The programmer handles were replaced. The connector for the touchscreen was cleaned and reseated as a preventative measure. The touchscreen was calibrated. The software was updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus could not be calibrated. The programmer is expected to be returned for service. There was no patient involvement.